Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by customer, based on the information available, the cause of the reported problem was battery failure, the reported problem was confirmed. The device was operational after replacing the battery. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the reported issue was evaluated by customer.

Event description:
It was reported to philips that the defibrillator cannot pass the self-test, and shows that the voltage is insufficient. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.